Event description:
Hill-rom received a report from the account stating the nurse call would not work (no alarm through the nurse call on the pt positioning module). The bed was located in h9-413 at the account. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The hill-rom technician found the communication cable was not connected to the nurse call wall connector. Per the hill-rom user manual, usr116 dec-2009, page 17 states, "when activated, the bed exit sounds a local alarm when the pt exits the bed. If the bed is equipped with the sidecom communication system, and it is connected to the facility, a signal is sent to the nurses' station when the bed exit alarm sounds. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2013. It is unknown if the facility performed any other preventative maintenance on this bed. The technician reconnected the communication cable and secured the cable to the wall connector to resolve the issue. Based on this information, no further action is required.